Event description:
During a coil embolization procedure of an aneurysm, the enterprise system (enc452212/ 10055541) had resistance and the stent was deformed, and the next enterprise system (enc452812/ 10055542) could not be advanced via a prowler select plus microcatheter (606s255x/ 15500428), and the devices were removed as a unit. The cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) untwisted. The enterprise system (enc452212/ 10055541) was inserted via a prowler select plus microcatheter (606s255x/ 15500428), but resistance was felt when pulling the stent system. The stent and wire could not be pushed out the microcatheter under x-ray, and then the stent was withdrawn, but resistance was felt, and the stent was deformed after recovery. Then, an enterprise system (enc452812/ 10055542) was used, but the same problem occurred, therefore the prowler select plus microcatheter and enterprise system/stent were removed as a unit. The devices were changed to use the new system and coil plugging, and the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) untwisted, however the patient was fine. The event with the coils occurred during advancing, and after the event, the entire coils and delivery systems were removed from the patient. During placement, no additional manipulation and torque was applied while the coils were coils were in the aneurysm, and the coils were not left in the aneurysm, while the prowler select plus microcatheter (606-s255x, lot 15500428) was repositioned.

Manufacturer narrative:
No resistance/friction was noted between the coil systems and microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages noticed reshaping was completed. All guidelines were followed for insertion of the enterprise systems, and no damages were noticed on any section of the delivery systems that may have contributed to the event. A constant and dedicated heparinized saline source was used at all times for the microcatheters with the enterprise systems and coils. Other than what was reported, no other damages were reported on the devices (kink, bend, crack, separated, fracture, etc), and the coils and stents remain attached to the delivery systems. The vessel was circuitous. There was no patient injury reported with the events, and the components will be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The coil's socket ring has been pushed down inside the pet angle ring/outer sheath. The proximal end of the coil has been stretched. The distal section of the coil adjacent to the ball tip is twisted and bent with distal compression and proximal bending and stretching found. There are three possible contributing factors to the reported coils untwisting. These contributing factors may have worked in tandem or separately. The primary contributing factor may have occurred due to distal interference and the anchoring on the coils already dwelling inside the aneurysm, the complaint coil itself, the distal tip of the microcatheter, or the stent. For the coil to untwist or stretch, an anchoring condition of the coil must exist in combination of a retraction movement of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." The secondary contributing factor to the coil untwisting may have been the selection of an incompatible 18 series microcatheter that was used with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). The inner lumen of the prowler select plus is 0.021." In addition, without the return of the prowler select plus microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. The third possible contributing factor to the coil twisting is found in the event description narrative and is also microcatheter related. "The enterprise system (enc452212/ 10055541) was inserted via a prowler select plus microcatheter (606s255x/ 15500428), but resistance was felt when pulling the stent system. The stent and wire could not be pushed out the microcatheter under x-ray, and then the stent was withdrawn, but resistance was felt, and the stent was deformed after recovery. Then, an enterprise system (enc452812/ 10055542) was used, but the same problem occurred, therefore the prowler select plus microcatheter and enterprise system/stent were removed as a unit. The devices were changed to use the new system and coil plugging, and the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) untwisted, however, the patient was fine. The event with the coils occurred during advancing, and after the event, the entire coils and delivery systems were removed from the patient. During placement, no additional manipulation and torque was applied while the coils were coils were in the aneurysm, and the coils were not left in the aneurysm, while the prowler select plus microcatheter (606-s255x, lot 15500428) was repositioned." It is not clear if the prowler select plus microcatheter in which resistance was encountered during advancement with the guide wire and stent caused damage. Or when the damaged component was removed (deformed stent) producing resistance and possibly damaging the inner lumen of the microcatheter. It is unknown if this same microcatheter was reused with the complaint coil. The same prowler select plus microcatheter lot number is stated twice in the narrative. In addition, without the return of the prowler select plus microcatheter used in the procedure with the complaint coil, it cannot be determined if this component had any additional contributions to the complaint event such as a damaged inner lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of an aneurysm, the enterprise system (enc452212/ 10055541) had resistance with the prowler select plus microcatheter (606s255x/ 15500428) and the stent was deformed when removed. The next enterprise system (enc452812/ 10055542) could not be advanced via the prowler select plus, and the devices were removed as a unit. After changing to a new system the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) 'untwisted'. The enterprise systems, prowler select plus and cashmere coil system were all removed from patient without injury. The first enterprise system (enc452212/ 10055541) was inserted via the prowler select plus microcatheter (606s255x/ 15500428), but resistance was felt when pulling the stent system. The stent and wire could not be pushed out the microcatheter under x-ray, and then the stent was withdrawn, but resistance was felt, and the stent was deformed after recovery. Then, an enterprise system (enc452812/ 10055542) was used, but the same problem occurred, therefore the prowler select plus microcatheter and enterprise system/stent were removed as a unit. The devices were changed to use the new system and coil embolization was performed when advancing the cashmere complex 14cerecyte coil 6mm*15mm (crc14061530/ g14638) it 'untwisted'. The entire coils and delivery systems were removed from the patient. It was reported that the patient is fine. The vessel was circuitous. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the prowler select plus microcatheter (606-s255x, lot 15500428) was repositioned. There was no resistance/friction was noted between the coil system and microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages noticed reshaping was completed. All guidelines were followed for insertion of the enterprise systems, and no damages were noticed on any section of the delivery systems that may have contributed to the event. A constant and dedicated heparinized saline source was used at all times for the microcatheters with the enterprise systems and coils. Other that what was reported, no other damages were reported on the devices (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system and the stents remained on the delivery systems. There was no patient injury reported with the events. A review of the manufacturing documentation associated with this cashmere coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was received with most of the coil unsheathed and it had been put in the dispenser hoop. This may have produced post-procedural damage to the exposed coil. The coil's socket ring has been pushed down inside the pet angle ring/outer sheath. The proximal end of the coil has been stretched. The distal section of the coil adjacent to the ball tip is twisted and bent with distal compression and proximal bending and stretching found. Located 15.0cm off the distal tip of the green introducer, the sheath was severed and not returned. The resheathing tool was returned undamaged. Except for the first and last secondary windings off the ball tip, the remainder of the coil is undamaged. There are several possible factors that may have contributed to the reported coil untwisting; however, based on the available information these are speculative. Additionally, the possible contributing factors may have worked in tandem or separately. The stretching may have occurred due to distal interference and anchoring of the device, possibly by coils already dwelling inside the aneurysm, the complaint coil itself, the distal tip of the microcatheter, or the stent. For the coil to untwist or stretch, an anchoring condition of the coil must exist in combination of a retraction movement of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may stretch and could possibly break. It is outlined to gently remove and discard the microcoil system. It further cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, the coil may stretch or break as it is being withdrawn. It is outlined that by repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. It is also possible that the untwisting of the coil may have been impacted by the selection of an incompatible 18 series microcatheter that was used with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines that proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). There was no discrepancy found with the returned prowler select plus microcatheter which had resistance with the enterprise vrds prior to the use of the cashmere coil. Based on the available information, the prowler select plus microcatheter used with the enterprise vrds was exchanged for a new one from the same lot used with the cashmere coil. The microcatheter used with the coil was not returned; however, it was reported that there were no anomalies noted with the microcatheter. A definitive conclusion regarding the cause of the 'untwisting' of the coil cannot be determined. Procedural factors and use with a mc with an ID not within the range specified for use with the cashmere 14 system may have contributed. There is no indication of any device design or manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00309, 1058196-2012-00310, 1058196-2012-00311, and 2954740-2012-00664.